Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The cause of high impedance was not determined. A patient had a new medical consultation in (B)(6) 2019 and no abnormalities were noted.

Manufacturer narrative:
Concomitant medical products: product ID: 3708695, serial#: (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708695, serial#: (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3389-40, lot#: 0209520777, implanted: (B)(6) 2015, product type :lead. Product ID: 3389-40, lot# 0209586814, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. The ins was explanted and replaced (B)(6) 2019 due to normal depletion. High impedances were observed on the left lead on this day, but the patient was asymptomatic. The event status was not known, but no actions had been taken. No patient symptoms/complications were reported.